Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim on (B)(6) 2024, a nurse in (B)(6) hospital was giving an infusion to a patient when she noticed that the newly opened needleless closed infusion connector was blocked and not venting air properly. She replaced it with a new connector and filled in a medical device adverse event report form. No harm was caused to the patient.

Event description:
Additional information: the product was only at the stage of connecting the infusion set and had not yet started infusion. It was not stored in the refrigerator and was stored at room temperature. The product is not defective, it just does not work.

Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer has stated: ¿newly opened needleless closed infusion connector was blocked and not venting air properly. ¿the product in use at the time is reported to be a 2000e china from lot 24015031. Further information the customer has stated that the reported defect was identified at the stage of connecting the infusion set and had not yet started the infusion. Furthermore, the medication was stored at room temperature and customer has confirmed that the product was not defective. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.